Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center. The screen gradually darkened and then became completely black. The issue occurred, during an unspecified procedure. The procedure was completed using the same equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h6 based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. However, it was reported that the device could be used again after the otv video system and camera head connector were disconnected and reconnected. Olympus will continue to monitor field performance for this device.